Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error as well as crack on the back at the top left corner and comes around the side on the left. Customer's blood glucose value was 220 mg/dl. The customer was assisted with troubleshooting. Customer states they went to swimming with insulin pump and it broke and did not turn on. Customer calling with blank display after insulin pump exposed to fluid and there was no visible water. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.